Event description:
Meter name: one touch basic enhanced. Strip name: unk. Meter code: unk strip code: unk. Strip storage: unk. Symptoms: unk. The pt reportedly was not able to test on the meter and "mentioned a leg infection because pt has not been able to test for a week now". The meter allegedly would not power on. There was no result obtained from the pt's meter. There was no result obtained from any other source. There was no comparison between the pt's meter and any other device. There was no treatment. The pt's medication, advantia, was increased. No further info has been reported.